Event description:
It was reported that an embolic event occurred. No additional medical or surgical interventions were performed. The patient presented as symptomatic, with residual mild left-sided weakness, a patent foramen ovale (pfo), and a history of arrhythmia workup. An enroute transcarotid neuroprotection system was selected for a left transcarotid revascularization (tcar) procedure. The patient was moving all extremities upon post-procedure neurological examination. Twelve hours after the procedure, the patient experienced neurological changes, prompting a stroke alert. Computed tomography angiography (cta) revealed both stents were patent. Subsequent magnetic resonance imaging (MRI) demonstrated evolving infarcts within the carotid distribution, located in the same region as prior to the tcar procedure. Review of the diffusion-weighted magnetic resonance imaging (dw-MRI) revealed a right watershed infarct between the right middle cerebral artery and right posterior cerebral artery territories, as well as embolic lesions on the basal ganglia. No additional intervention was reported. The patient remained hospitalized beyond the standard of care.